Manufacturer narrative:
Catheter was not returned for evaluation (discarded by customer); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 2 reports (same failure/different patients). Other mfg report number: 3013886523-2025-00029. A facility reported the tapered part of the catheter (ID 821676) broke off from the wider part a few months after implantation. An intervention of a vascular surgeon was necessary to remove the broken part from the patient's atrium. The event happened in two patients.